Manufacturer narrative:
The returned device was evaluated and the download data from the returned device showed that an 0x14 occlusion alarm had been generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 380 mg/dl while wearing the pod for 12 hours. The patient reports being dehydrated. The patient reports they had received an occlusion alarm wile wearing the pod. The patient had administered boluses but their blood glucose level remained high. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with 1 liter of intravenous fluids. The patient was at the emergency room for 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.